Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Reported issue: per customer report to medline:" we had an event with this item (see below). The defective item wasn't saved, but we wanted to bring it to your attention: when attempting to pull the needle out, it was stuck inside the hub. By pulling harder, the rn was able to remove the needle, but the safety cap moved to the middle of the needle, leaving the needle exposed creating a potential sharp exposure."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was submitted to the manufacturer for evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, further revaluation is not possible. The root cause of the reported defect can not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.